Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation and further information in order to clarify the reported event has been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was not always alarming during priming. There was no patient involvement.

Manufacturer narrative:
H.10: the affected device has been investigated at the manufacturer site. The device was found to be working within specifications. Deviation could not be confirmed. The front panel will be replaced as precaution.

Event description:
See initial report.